Event description:
It was reported that the surgeon did colon carcinoma on (B)(6) 2011. The surgeon used the device to do descending colon-sigmoid colon anastomose. After 5-6 hours of the procedure, the patient had fever and blood. The surgeon injected around 1000ml blood and used other related treatment to stop blood. The patient is fine now. No device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.